Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. .

Event description:
It was reported the patient began experiencing pain at his scs ipg pocket site regardless of stimulation following a fall on the area surrounding the pocket site (date of event is unknown). Surgical intervention will be taken at a later to address the issue.